Event description:
During a reprogramming session, it was noted that several contacts had high impedances. The patient reported inadequate pain coverage. During the lead revision, the lead was cut. The lead and lead extensions were replaced.

Manufacturer narrative:
A visual inspection of the lead found that it had been cut and a proximal end was missing. Due to the damage and missing component, no further testing could be performed. The lead extensions passed visual, electrical and photographic image tests performed. The lead extensions exhibited normal device characteristics. This is the final report.